Manufacturer narrative:
It was later reported by the representative that the hospital has possession of this device and it is unclear as to whether or not this device will be returned for analysis.

Manufacturer narrative:
Information suggests this device remains in-service. Should additional information become available this event will be updated.

Manufacturer narrative:
The device was explanted and replaced. A return request was made for product return.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) declared the elective replacement indicator (eri) over two months ago. The current reported voltage was 2.57 with charge times of 28.7 seconds. This device is included in the mid-life display of replacement indicators advisory. Technical services discussed replacement. No adverse patient effects were reported.